Event description:
The customer reported that cell #2 of biotestcell 1&2 yielded false positive antibody screening test results in solidscreen ii on tango. Three patient samples that had caused false positive test results were sent to us for quality control and the supposedly defective product was returned, too. Unfortunately the supposedly defective product was leaking and thus drained upon arrival at our quality control laboratory and could, therefore, not be used for testing. The patient samples were tested with the retained sample of biotestcell 1&2 by our quality control laboratory. Two of three patient samples reacted positively with cell #2, one sample reacted negatively. Because there was not enough material left only one of the samples that had reacted positively could be tested for hla antibodies. The testing yielded in multispecific antibodies, a differentiation was not possible. Furthermore our quality control laboratory tested the retained sample of biotestcell 1&2 with different samples and positive and negative controls. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.